Manufacturer narrative:
The actual product involved with the incident reported was returned. Method: the actual product involved with the incident reported was returned. Results/conclusions: the actual product involved with the incident reported was returned and the sample will be provided to the needle supplier which is our customer as well. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. Needle supplier which is our customer as well was contacted to verify if there were any quality issues related to these needle batches. As of the day of this report, no information has been received from supplier. At the time of this report results of the sample evaluation has not been received. Upon receipt of the results of the evaluation performed a follow up report will be submitted. Reference: - (B)(4) (ethicon's complaint #(B)(4)) - item #sxpd2b405 stratafix spiral pdo knotless tissue control device 2ctx #2 pdo 36 x 36, lot: mbzr530.

Event description:
It was reported that, during a total knee replacement performed on (B)(6) 2014, the tip of one needle broke off, and the other needle completely detached from the suture at the swage. Both the needle fragment and the other whole needle were retrieved successfully. The case was completed using a size 0 vicryl suture. There was no adverse consequence to the patient. (B)(4).